Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: facial swelling, fatigue, brain fog, hair loss, weight gain, headaches, rash on breasts, back aches, inflammation, sleep issues, dizziness, dry eyes, and dry ears. There isn¿t an official medical diagnosis for breast implant illness.